Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have insulin leak into reservoir compartment and received a no reservoir alarm. Customer was assisted in clearing alarm. Customer's blood glucose was between 150 mg/dl and 160 mg/dl per sensor trend. Customer reported of attempting to fill reservoir with insulin pen which caused the snap cap to pop off due to pressure. Customer was advised that insulin vials would be replaced.